Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of hyperglycemia with hospitalization. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia in approximately (B)(6) 2025. The patient¿s blood glucose level (bg) rose to 700 mg/dl between 4 and 24 hours of wearing the pod. The patient reported the pod was placed on the abdomen, but based on the bg level, it did not appear to be delivering insulin. Additionally, the patient reported the pod was leaking and there was redness at the insertion site. No diagnosis was provided. While hospitalized, the patient¿s bg values were lowered (treatment provided was unspecified), and the patient was released after two days. The patient has been stable and experienced no other issues. It was unspecified when the pod was removed.